Event description:
It was reported that the subject device exhibited a bluish-white appearance at the center of the endoscopic image. The issue occurred during the setup of the device. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was charged coupled device was broken, which was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The event charged coupled device was broken was not reported, and it would be likely to cause or contribute to a death or a serious injury if it were to recur. Updated fields: h2. Corrected fields: h6, h11. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.